Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient claimed three hours of the error reading symbol being displayed, then error message was absent for a few hours. Patient relayed experiencing a hypoglycemic event (blood glucose (bg) 20) requiring an emergency room visit. While at the emergency room, patient was treated until bg levels were brought up. No additional information regarding the adverse event was provided by patient. No injuries or further medical intervention were reported. At the time of the call with dexcom technical support, patient reported a current condition of feeling normal.

Manufacturer narrative:
(B)(4).